Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant mg result was not reported to the physician(s). The sample was repeated on the same instrument, which resulted higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant mg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the sample probe1 mixer. The cause of the discordant magnesium result was due to a sample probe 1 mixer malfunction. The cse replaced the sample probe1 mixer and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.